Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. Due to an external mechanical influence, the snap dome of the up button is pressed through. Therefore, the up button does not always react on pressure.

Event description:
On (B)(6) 2013, patient reported the up button is worn and works intermittently. This first began 3 months ago. The up button is flat and has to be pressed hard to respond, and it does produce an audible beep. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment to address this issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.